Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a error message with his meter. The report was submitted by email and subsequent attempts to contact the reporter to gain further information have not been successful. This complaint is being reported because the alleged issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.